Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. A visual inspection and functional testing were performed. The cause was a false empty detected and an inappropriate bypass of the low ultrafiltration (uf) alarm. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass a low uf alarm. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 02:57:55. During night drain cycle six, the patient's ultrafiltration reading was 1517ml, indicating the home patient (hp) drained 1517ml more than their maximum programmed fill volume of 2200ml. No additional information is available.